Event description:
Patient diagnosed with bilateral implant migration and flipping, during revision surgery, the right side device was found to be ruptured. This report represents the right side device.